Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and arthralgia ("pain: knee") in a 42-year-old female patient who had essure (ess205) (batch no. 624475) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes and chronic cervicitis. Concomitant products included abatacept (orencia) since 2014, glimepiride since 2014, metformin since 2014 and paracetamol (tylenol) since 2012. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain/pain: abdomen/abdomen (pain with sex)"), dyspareunia ("dyspareunia"), blindness ("vision loss"), alopecia ("hair loss") and pain in extremity ("pain: hands"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and arthralgia (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy lysis of adhesion, diagnostic cystoscopy) and surgery (knee replacement surgery). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, rheumatoid arthritis, arthralgia, dyspareunia, blindness, alopecia and pain in extremity outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, blindness, dyspareunia, genital haemorrhage, pain in extremity, pelvic pain, rheumatoid arthritis and vulvovaginal pain to be related to essure (ess205). The reporter commented: one trailing coil was noted for both essure devices. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and arthralgia ("pain: knee") in a 42-year-old female patient who had essure (ess205) (batch no. 624475) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes and chronic cervicitis. Concomitant products included abatacept (orencia) since 2014, glimepiride since 2014, metformin since 2014 and paracetamol (tylenol) since 2012. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain/pain: abdomen/abdomen (pain with sex)"), dyspareunia ("dyspareunia"), blindness ("vision loss"), alopecia ("hair loss") and pain in extremity ("pain: hands"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and arthralgia (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy lysis of adhesion, diagnostic cystoscopy) and surgery (knee replacement surgery). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, rheumatoid arthritis, arthralgia, dyspareunia, blindness, alopecia and pain in extremity outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, blindness, dyspareunia, genital haemorrhage, pain in extremity, pelvic pain, rheumatoid arthritis and vulvovaginal pain to be related to essure (ess205). The reporter commented: one trailing coil was noted for both essure devices. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2018: reporter information was added. This case concerns 42 year old patient. Her demographic was updated. Her concurrent conditions were added. Lab data was added. Essure indication was added. Essure lot number was added. Concomitant medications were added. Per plaintiff fact sheet following events: pain: knees, dyspareunia, vision loss, hair loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('heavy abnormal bleeding') and arthralgia ('pain: knee') in a 42-year-old female patient who had essure (ess205) (batch no. 624475) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes and chronic cervicitis. Concomitant products included abatacept (orencia) since 2014, glimepiride since 2014, metformin since 2014 and paracetamol (tylenol) since 2012. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain/pain: abdomen/abdomen (pain with sex)"), dyspareunia ("dyspareunia"), blindness ("vision loss"), alopecia ("hair loss") and pain in extremity ("pain: hands"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and arthralgia (seriousness criterion medically significant). The patient was treated with surgery (knee replacement surgery and total laparoscopic hysterectomy bilateral salpingectomy lysis of adhesion, diagnostic cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, rheumatoid arthritis, arthralgia, dyspareunia, blindness, alopecia and pain in extremity outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, blindness, dyspareunia, genital haemorrhage, pain in extremity, pelvic pain, rheumatoid arthritis and vulvovaginal pain to be related to essure (ess205). The reporter commented: one trailing coil was noted for both essure devices. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: this record was detected to be a duplicate to record# us-bayer-2019-137447 from which all information was transferred to this record (us-bayer-2018-147747). Then duplicate record us-bayer-2019-137447 will be deleted. New: an additional lawyer reporter was added. No other new information. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.